Event description:
Unit manager (um) reported one incident of a blood leak during reuse (number unknown) 50 minutes into treatment with a CT 190g dialyzer. The leak was noted by an audible blood leak alarm and confirmed by a hemastix test strip. Blood loss of 250cc was due to the extracorporeal blood not being returned to pt. Treatment was discontinued and restarted with new disposables and completed without further incident. Um reported that there was no pt injury or medical intervention associated with this incident.